Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient's implantable infusion pump for quadriplegia. It was reported on (B)(6) 2016 that the pump had started to come through the patient's skin which caused an infection. The pump and catheter were completely explanted and replaced. The new pump was implanted in the patient's right abdomen, whereas the old pump was in the left abdomen. The patient was being medicated through the pump with baclofen at a concentration of 500mcg/ml, and a dose of 108mcg/day. The patient's status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.